Event description:
The customer reported that the t: slim x2 pump battery would not charge and the pump screen was dark, preventing it from turning on. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl during the pump shutdown. To address the issue, tandem technical support instructed the customer on various troubleshooting steps, and ultimately sent a replacement pump with updated software. The customer acknowledged the instructions and agreed to return the faulty pump within 10 days, using a pre-paid label provided by tandem.